Manufacturer narrative:
It was reported that a female patient born on 02/01/2945 (66.1 kgs) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade which required a pericariocentesis. At the end of the procedure the pericardial effusion was discovered while performing a standard check for issues using intracardiac echocardiography (ice). There were no visible signs on the patient during the procedure. The medical intervention provided was a pericardiocentesis and 250cc of fluid was removed. The patient was reported to be in stable condition. The physician thought the right ventricle (rv) quad catheter may have moved somewhere other than where it was intended while moving it into the rv and caused damage. The physician¿s opinion on the cause of this adverse event was that it was the procedure related. The fellow perforated the rv when repositioning quad catheter. The patient outcome from the adverse event was reported as fully recovered. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the reported event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 18-nov-2021, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed no damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient born on (B)(6), underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade which required a pericariocentesis. At the end of a premature ventricular contraction (pvc) idvt case, a pericardial effusion was noticed. There were no visible signs on the patient during the procedure. At the end of the procedure the pericardial effusion was discovered while performing a standard check for issues using intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 250cc of fluid was removed. The patient was reported to be in stable condition. The physician thought the right ventricle (rv) quad catheter may have moved somewhere other than where it was intended while moving it into the rv and caused damage. This adverse event discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was the procedure related. The fellow perforated the rv when repositioning quad catheter. The patient outcome from the adverse event was reported as fully recovered. The patient did not require extended hospitalization because of the adverse event. A smartablate generator was used during the procedure. Ablation had already been performed prior to noting the cardiac tamponade. There was no evidence of steam pop. An irrigated catheter was used with the flow setting at 8/15. The correct catheter settings were selected on the smartablate generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Force visualization features used included dashboard, vector, and visitag. The visitag module was used, parameters for stability used were range, time, force over time (fot) and a 2mm tag size. No additional filter was used with the visitag. Color options used prospectively was ¿time¿.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-001007996.